Manufacturer narrative:
Insulin pump received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform the displacement, operating currents, rewind and self test due to unresponsive buttons.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had button error alarm. The customer¿s blood glucose level was 150 mg/dl. The customer stated that the buttons was not responding. It was reported that the menu continues to scroll without input by user. The customer stated that there was exposed to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The insulin pump will be returned for analysis.